Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was also found that the bending section cover was pierced and leaky. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that cystonephrofiberscope's instrument channel connector was loose. There was no report of patient harm.

Event description:
It was reported from the user facility that the event occurred after a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be definitively determined, as the device was not returned for evaluation. The cause of "screw of the instrument channel port is loose" cannot be further presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility, nor was any recommended feedback to the user facility deemed relevant. Olympus will continue to monitor field performance for this device.